Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2021-18863. It was reported that patient's lead were exposed at the scalp. Surgical intervention was undertaken on (B)(6) 2021 where the patient had the scalp wound revised and the site was closed resolving the issue.